Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason being mechanical complication of iol. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested and received stating that patient symptoms had been resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).